Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 5.45 am on (B)(6) 2016. The patient claimed obtaining blood glucose readings of "103 mg/dl" with the subject meter and "85 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient informed the csr that she does not take any medication to manage her diabetes. Prior to the start of the alleged meter issue, the patient claimed that she developed the symptom of "shakiness". Immediately after discovering the meter issue, the patient claimed that she self treated her symptoms with candy. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. Due to the nature of the alleged meter issue, there can be no presumption as to when the alleged meter issue started. As such, this complaint is being reported because the patient may have developed symptoms suggestive of severe hypoglycemia after the meter issue began.